Event description:
It was reported that during the use of the device for a non-clinical activity, the cardioplegia pump of the cooling and heating system turned on by itself. There was no patient involvement.

Manufacturer narrative:
The user facility's engineer found evidence of leakage and will be making the repair. Investigation is in process, but not yet complete.